Event description:
Upon pt assessment at the start of shift, it was noticed that a line running from the pump to the pt was disconnected and leaking medication on the floor. The extension tube fitting became unscrewed from the clamp. No harm to pt. Minimal loss of cardizem delivery. New tube applied.